Event description:
It was reported that catheter became stuck on the guidewire. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure after deflation of the balloon, the balloon got stuck with the guidewire. The device was removed and guidewire was pulled along with it. Eventually, both the catheter and guidewire were removed as a single unit. The procedure was completed with another of same device. There were no patient complications nor injuries reported.